Event description:
Catheter was inserted without incident. While dressing the site, it was noted that there was a leak 2 1/8" below the hub. The catheter was replaced with some difficulty. The original catheter was cut 1" below the hub to remove it over a wire.